Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734699, serial/lot #: n/a. The manufacturer representative went to the site to test the navigation system. The system was working as intended and no parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the cds were not being recognized by the navigation system. No patient was present at the time of the event. Additional information was received stating that the site's patient cd was able to be read by the dvd drive, but it was only possible to open the exam by choosing "unstructured dicom cdr (alternate module)". If they use the patient dvd´s from an external departments it was possible to read on the system. The manufacturer representative (rep) received information from the site that they got a new scanner so they believe that the new scanner format was possibly not compatible with the media_I/o settings. The next thing that was going to happen was the rep going to the site to update the software and try again to read the dvd, it seemed the issue was resolved after the software update. Now the patient exams open after reading the dvd.